Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is being submitted to correct the device manufacture date.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The clinician reported the patient felt the pacing due to the safety mode parameters. Technical services recommended device replacement and returning the device for analysis. No adverse patient effects were reported. Evidence suggests the device remains implanted pending a replacement.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The clinician reported the patient felt the pacing due to the safety mode parameters. Technical services recommended device replacement and returning the device for analysis. No adverse patient effects were reported. Evidence suggests the device remains implanted pending a replacement.